Event description:
The customer contact reported that during testing at the user facility, the device touchscreen was found to be out of calibration. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. A review of the device history at the service center indicated button ID invalid errors and touchscreen fail errors. Further testing found fluid ingress on the edges of the touchscreen and front bezel. The probable cause is due to fluid ingress which altered the characteristics of the touch screen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel